Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 11. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and immediate extraction site. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and bleeding. No further patient complications were reported.